Event description:
The manufacturer received information alleging a ventilator alarmed for low minute ventilation. The unit continued to operate when the alarm occurred. The patient required to be manually ventilated with a bag valve mask and the device was replaced with another unit. The device was returned to the manufacturer for evaluation and the reported issue was duplicated, however, this error does not indicate a malfunction of the device. This could be caused by a disconnected patient circuit or anything that prevents the device from reaching the target pressure. There were no other errors in the event log to indicate a failure of the device. The device operated and alarmed as designed.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator alarmed for low minute ventilation. The unit continued to operate when the alarm occurred. The patient required to be manually ventilated with a bag valve mask and the device was replaced with another unit. The device was returned to the manufacturer for evaluation and the reported issue was duplicated, however, this error does not indicate a malfunction of the device. This could be caused by a disconnected patient circuit or anything that prevents the device from reaching the target pressure. There were no other errors in the event log to indicate a failure of the device. The device operated and alarmed as designed. After receiving further information from the patient it is determined that the initial report should have been filed as product problem only. Section adverse event/product problem in box b, type of reported complaint and health impact grid (1) in box h has been updated /corrected in this report.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator alarmed for low minute ventilation. The unit continued to operate when the alarm occurred. The patient required to be manually ventilated with a bag valve mask and the device was replaced with another unit. The previously reported information, type of reported complaint was incorrect. The type of reported complaint should have reported as serious injury.